Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the trackers are visible to the navigation system every time. The reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the wireless tracker on one side was not visible for the navigation system. A reboot did not solve the issue. A second reboot of both the navigation and imaging system resolved the issue. There was no known patient impact and a delay to surgery of less than one hour.